Event description:
It was reported that the insulin pump alarmed no delivery during the priming procedure. The blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The customer will attempt to priming process again and will call back if needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.